Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously low results for troponin, bhcg, and multiple other access 2 immunochemistries generated by the unicel dxc 600i synchron access clinical system. Erroneous results were reported outside the laboratory, however, customer indicated that there was no impact on patient treatment related to this event. Per the cf, troponin and hcg results were initially "negative" and upon repeat were "positive". No specific patient sample/results were provided by the customer.

Manufacturer narrative:
Per customer, the cta (closed tube aliquotter) tube mod installation had just been completed, the tubing was crossthreaded when inserted, but was not detected at the time. A field service engineer (fse) visited and was able to reinstall the cta tubing, which resolved the issue.